Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the logs for the sureform 60 staplers associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: a sureform 60 stapler instrument (part #480460-09, lot #k11240116-0212) was used first. It was installed on the system 3 times and fired 2 stapler reloads (1 black, followed by 1 green). On the first two installs, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On install 3, a green sureform 60 reload was loaded; however, no clamping or firing was performed. The instrument was then removed and not used again in the procedure. Next, the logs show a second sureform 60 stapler instrument (part #480460-09, lot #k15240523-0038) was installed on the system 2 times and fired 2 stapler reloads (1 green, followed by 1 black). On both installs, the first clamp was successful, but was followed by a firing failure in each case. On install 1, the firing stopped at ~98% completion. On install 2, , the firing stopped at ~98% completion. The logs show 2 instances of an error code representing the failures. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs. Refer to medwatch report (MDR) with MFR report #2955842-2024-21157 for MDR submission of the event reported against a black sureform 60 reload. Refer to MDR with MFR report #2955842-2024-21160 for MDR submission of the event reported against the other green sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted gastric sleeve procedure, stomach tissue was pushed and not properly cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument. The first fire worked as intended. During the second fire with a green sureform 60 reload, the reload became caught, and would not allow the blade to cut tissue or continue the fire. The blade of the green sureform 60 reload was exposed. A second sureform 60 stapler instrument was then opened and another green sureform 60 reload was used; the same issue occurred where tissue was pushed and not properly cut. A black sureform 60 reload was then installed and the same issue occurred on stomach tissue. The stomach tissue was not calcified, no exposure to radiation or chemotherapy, tissue tension and tissue bunching was not observed. There were no holes or gaps in the staple line, and the stapler reload(s) was not stuck on tissue. During the event there was no error message displayed, the surgeon reports stapling over an existing staple line. Bleeding did occur due to the event, but was expected as part of the procedure. A clip applier instrument and also cautery were used to successfully address the bleeding. There was no unplanned tissue removal due to the event. The surgeon resulted in using an ethicon laparoscopic stapler instrument (a 3rd-party manufacturer device) and also over sutured the staple line to resolve the defect. A leak test was performed intraoperatively and no leak was detected. The patient was kept overnight for observation, and a upper gi was performed postoperatively that also did not identify a leak. The patient is recovering well. However, the surgeon suspects the patient may develop a stricture due to the stapling events.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the reload accessory involved associated with this complaint. Isi did receive sureform 60 stapler instrument (pn 480460-09, ln k11240116-0212). Failure analysis did not confirm the reported event. The instrument passed the recognition and engagement tests, the instrument was fully functional. Isi did receive sureform 60 stapler instrument (pn 480460-09, ln k15240523-0038). Failure analysis found the primary finding of functional test failed, firing to be related to the customer reported complaint. The instrument was found to have qty 2 firing failure(s) based on log review which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house white reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.